Event description:
It was reported the programmer rf (radio-frequency) head was unable to pick up device information. Another rf head was used successfully with the same programmer. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) telemetry was lost once when doing a bench systems test; rf (radio frequency) head cable is out of electrical specification. Rf head lens is cracked. Rubber portion of rf head label is missing.